Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beep feature does not work and does not want to use the vibrate feature. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer cannot hear the alarms for the pump. It was also found that the pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No audible tone/beep was noted during testing due to a broken transducer red wire. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.